Manufacturer narrative:
(B)(4). Batch # t5a168. Device analysis: the analysis results found that a tx60b device was returned outside its original package. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch t5a168 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, a tx60b was opened and the packaging was compromised. The white outer box was intact. The packaging that keeps the product sterile was torn. Case completed with another device of the same product code. There were no patient consequences reported.